Event description:
During unsuccessful attempts to advance a coronary stent with delivery system to the calcified ostial target lesion site in the pt's tortuous rt coronary artery, the stent dislodged off the balloon catheter and embolized within the coronary vasculature. Attempts to retrieve the stent with a microsnare were unsuccessful. The stent was subsequently compressed against the wall of a coronary vessel. There were no clinical sequelae reported relative to the event.